Event description:
It was reported that a revision of tha both components was performed due to traumatic arthropathy of left hip.

Manufacturer narrative:
The associated complaint devices were not returned for evaluation. A clinical analysis noted all documents and images provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical investigation. Based on the documents provided, the root cause of the first revision or the second revision cannot be concluded. However, reported in a (B)(6) 2017 from a CT with contrast of pelvis is ¿history: bone disease, infection and cancer¿. It is unknown if any or all of these conditions could have contributed to this patients issues. The latest follow-up report from (B)(6) 2018 states; x-rays left hip ¿ ¿left hip radiographs indicate stable and well aligned total hip revision components without loosening or signs of complication¿. Without the return of the actual product involved, our investigation of this report is inconclusive. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Should additional information be received, the complaint will be reopened.